Manufacturer narrative:
F/u report will be filed, if additional info becomes available.

Event description:
It was reported per call report, pt in normal sinus rhythm (nsr), no ectopy heart rate 100 bpm, bsa within normal limits. Intra-aortic balloon (iab) had been in for two days. Rn called for confirmation of her assessment. She was very sure that she was dealing with a small leak in iab and informed md, but he wanted her to contact us. Helium loss 2 alarm had began occurring on previous shift. Clinical support specialist (css) verified with rn that there was no blood present in helium drive line and she confirmed. There were no apparent leaks or kinks in tubing. Pt had no ectopy and a normal rate. Alarm occurred even in 1:2 ratio, although less frequently. They had already switched out pump and alarm continued. Rn stated she had performed leak test and pump had passed. Css reviewed process and confirmed with her that iab had failed. Rn stated she told md the iab needed to be replaced. He did not want to remove it and asked her to call us. She stated her concern was that she had a small leak and blood was accumulating in iab; she would have an entrapment issue as well. Css confirmed this to be a possibility and told rn based on info she provided, our recommendation would be to remove iab asap. Css asked rn to get the serial # and also asked rn to give the result. Css requested that iab is red bagged and kept for return to us for examination. At 1043 rn called css back, and said pt was in or having iab removed because on attempt to remove they suspected entrapment. She gave me the serial # and told me she had instructed the scrub nurse to return iab to her.